Event description:
While working a cardiac arrest, pads were placed on the pt, but failed to produce a rhythm or pull up CPR dashboard on the monitor. Pads were switched out and all connections were check, but issue persisted. FDA safety report ID# (B)(4).